Manufacturer narrative:
Product no longer available for return.

Event description:
It was reported that the patient measured his blood glucose level between 8 and 10 am and received a test result of 40 mg/dl. The patient felt dizzy at the time of the measurement. He was taking his normal medication amount of metformin 1000mg and levemir 22 insulin units. Around 9:30am he ate a donut and started feeling dizzy, unbalanced and unsteady. He drove to the hospital and arrived there around 10:00 am. The patient 's blood glucose level was measured on arrival using the hospital's meter and showed a reading of 600 mg/dl. The patient remained in the hospital overnight. The patient was treated with an unknown infusion.